Manufacturer narrative:
Initial reporter phone no.: (B)(6). Ten actual samples were received for evaluation. A visual inspection and functional testing was performed on the two (2) samples for this complaint. The functional testing included an underwater leak test in which the samples were attached to an airflow and submerged into a bath of water and the pressure was gradually increased; as a result, no leaks were observed. The reported issue was not verified on the two (2) samples evaluated for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of oxygen barrier (multilayer) parenteral nutrition containers leaked around the handle. The issue was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.